Event description:
Patient received interscalene block but due to inadequate block, the patient kept receiving more propofol until a true minimal airway control situation occurred. The anesthesiologist placed an lma-classic but the patient was not deep enough. The patient gagged, vomited and aspirated. Patient received medical treatment for aspiration (exact details unknown) and kept overnight. Patient suffered no adverse outcomes.